Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 16 mmol/l (288 mg/dl) and the pod was not worn.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device only completed first prime before it was deactivated, indicating the device did not even begin second prime at all. No timeouts or drive stalls were observed in the downloaded data. The drive mechanism was inspected and no damages or abnormalities were observed that could contribute to an early needle deployment. Thus, the device did not deploy the needle early since it deactivated at the end of first prime, which in turn prevents the deployment of the needle.